Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device relative to an unspecified interventional procedure. Reportedly the needle separated from the handle. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b2 - outcomes attributed to ae: required intervention was removed. H6 - health effect - impact code 4641 was removed. H6 - medical device problem code 1562-material separation was removed.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: reportedly, the anterior/posterior needle tip(s) were popped out from the guide tube prior to use. There was no patient involvement. A non-abbott device was used to achieve hemostasis. No additional information was provided.